Event description:
A medical centre in (B)(6) reported that the manometer of an rd900aeu neopuff infant resuscitator was out of specification. It gave a "low reading" during the manometer check. This was observed after patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint manometer of the rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and performance tested, as per neopuff technical manual, by inserting into a test valve system. Results: no physical damage was observed to the returned manometer. The reported fault was not replicated during performance check. Conclusion: no fault was found with the returned manometer. If functioned as intended during performance check. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."